Manufacturer narrative:
B3 - date of event occurred between 01jan2017 and 31dec2019 d4 - possible rpns: c-utpty-1400-wayne-112497-imh or c-utpt-1400-wayne-112497-imh, c-utpt-1020-wayne-imh, c-utpt-1400-wayne-imh. G4- PMA/510(k) #: exempt. E1 - customer (person): retrospective, observational, post-market study conducted by premiere research. Sites located the united states, but anonymized by premiere research. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, 46 days post hospital admission, a wayne pneumothorax catheter was emergently placed midaxillary in the 4th intercostal space via seldinger technique in a patient to treat a tension pneumothorax that was diagnosed by x-ray. No imaging was used during device placement; however, it was confirmed that the catheter was placed in the desired location with x-ray following the procedure. The catheter was attached to wall suction and the initiation of drainage was successfully achieved. Antithrombotic medication was not adjusted or suspended prior to the procedure. Four days post-placement (50 days post-admission), the chest tube was removed from the patient due to kinking. An additional procedure was required to replace the complaint device. The patient was discharged 173 days after hospital admission.

Event description:
The device was placed while the patient was in the intensive care unit. The patient was monitored in the intensive care unit.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: b5 investigation ¿ evaluation. It was reported that a cook wayne pneumothorax catheter kinked in a 58-year-old female patient. The device was used emergently to treat a tension pneumothorax as diagnosed by x-ray. The device was successfully placed on day 46 in the 4th intercostal space via seldinger technique. The catheter was attached to wall suction, and initial drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Four days after placement, the chest tube was removed from the patient due to kinking. An additional procedure was required to replace the complaint device. No other adverse effects were reported. The patient was on anti-platelet and anti-coagulation medication. The clinician did not indicate the patient had other medical conditions that may affect the procedure or successful intended use of a drain. It is unknown how the device was secured to the patient. No information about patient activity or positioning was provided. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed the product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information for the proper use of the set: instructions for use "11. Secure catheter in position at the entry site by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movements where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the patient's skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient's skin with tape, suture, or catheter securement device." The information provided upon review of the dmr and product IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook was unable to establish a cause for this failure. It is unknown how the device was secured to the patient. No information about patient activity or positioning was provided. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.